Event description:
During an atrial fibrillation procedure, there were temperature issues with three catheters resulting in a delay. The first catheter was inserted into the patient, and the temperature was lower than expected. Ablation was initiated on the left posterior wall of the left atrium, and the temperature dropped to 28c. An attempt was made to reinsert the connector cable, with no resolution. The pn cable was exchanged, and the ablation was initiated again; but the temperature dropped below 30c. The rf ablation generator was exchanged, and a second ablation was attempted, with no resolution. Troubleshooting was also done by increasing energy delivery beyond 10 seconds, with no resolution. The catheter was exchanged and inserted into the patient and the temperature remained lower than expected without ablation and pressure readings were not displayed accurately. The connector cable was re-inserted, with no resolution. The case was restarted, but the issue remained. The tactisys system was exchanged, but the issue persisted. The catheter was exchanged again, and the baseline temperature remained low prior to ablation. When ablation was attempted, the temperature dropped below 30c. Reducing the priming time and lowering the saline flow rate before another energy delivery attempt resulted in a temperature drop to 32c. An attempt was also made to attempt for energy delivery in a non-contact state with a saline flow rate of 2 ml/min, which led to a maximum temperature rise of 35c. As the temperature was still lower than expected, the catheter was exchanged again, and the issue was resolved. The temperature did rise to 36c and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. One video was also submitted for evaluation. The video submitted with the returned device shows an ensite screen and when ablation starts temperature is shown to decrease. However, the device met specifications during temperature testing and flow rate testing. In addition, electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. A simulated ablation was performed, and no temperature or power delivery anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported temperature issue and subsequent delay remains unknown.